Event description:
On (B)(6) 2025, the user reported experiencing a hypoglycemic event earlier that morning. The root cause of the low blood glucose (bg) could not be determined. The user denied accidental use of a fill tube, recent exercise, or administration of external insulin. The low bg lasted approximately four hours, and the device issued alerts for low and urgent low bg. The lowest recorded bg was described as "low," indicating a value below 55 mg/dl. The user experienced disorientation, shaking, and sweating during the event. The user's daughter provided assistance by giving a half cup of orange juice to raise blood sugar levels. No professional medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.